Event description:
When contacted for follow up information the healthcare professional (hcp) reported that they had not seen the patient (nor anyone else in their office) since (B)(6) 2014 and had no knowledge of this event.

Event description:
The patient wanted to donate his external components. The device stopped working and was not effective. One time the device failed right in front of a company representative but they said it was working. The devices were removed about 1.5 weeks ago and was replaced with a competitor device. The patient has 2 ¿remotes¿ and 2 chargers to donate. It was further reported that the doctor put the device in the wrong place. It was supposed to be put in at disc t10/t11 and ended up putting it at l5 which was the wrong location. The pain management doctor instructed him to put it there. The patient was basically not even using it. The device was removed on (B)(6) 2014 because, the battery went dead and could not get it going again. The device let the patient down and he had too many problems with it. The patient had to go out of town and he did not take his recharger with him. The patient was only supposed to be gone for 1 day but ended up staying longer. The battery went dead and it would not work after that. The company representative reported that they only met with the patient once and his battery was charging properly and was getting sufficient coverage. Additional information has been requested.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).